Event description:
Same case as MFR # 2134265-2009-01253. It was reported that during a radioembolization procedure, a coil detached prematurely. The procedure was in the right gastric artery. Resistance was felt when advancing the coil through the hub. The interlocking detachable coil 18 2x2mm was stretched in the renegade catheter resulting in premature detachment in the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.